Event description:
The customer reported that images were not usable. The system had to be swapped out with a new system to complete the case. This resulted in a total loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable was evaluated and replaced. The collimator was realigned. The system was tested and found to be working as intended and returned to service.